Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs. No additional information is available at this time due to ongoing litigation. Based on the limited information provided, the event could not be confirmed and the cause could not be determined. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It is reported by counsel that the claimant was implanted with an abgii monolithic stem and lfit v40 head on the right side on (B)(6) 2011. The patient started to experience pain in 2013 and a blood ion test showed elevated co levels. An MRI also showed fluid collections and a potential pseudotumor. The patient was revised for suspected altr on (B)(6) 2013.